Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the hospital nurse that the customer had been hospitalized. Nurse stated device was alarming and was assisted with clearing it. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.